Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pace impedance measurements and high capture thresholds. The field representative stated reprogramming would be performed. No adverse patient effects were reported. At this time, this lead remains in service.